Event description:
It was reported that the pump battery depleted quickly, customer received alarm and addressed the issue prior to pump shutting down. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.